Event description:
Rehab pt sitting in wheelchair. Pt stated she was taking her shoes off and the wheelchair tipped forward. She grabbed the bed and caught herself. The rim of the front left caster came off which caused it to tip forward. The pt was not injured. Wheelchair purchased 8/96.